Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the inspection and investigation, the reported image issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope presented a completely blurred image, no video signal, suggesting possible immersion. No additional event information was reported. There was no report of patient or user harm as a result of the event.